Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining many rheumatoid factor (rf) results of 20 - 22 iu/ml. The results were generated on the immage 800 immunochemistry system, used in conjunction with immage immunochemistry system rheumatoid factor (rf) reagent (lot m012376) and calibrator 5 plus (lot m005625). The customer did not provide information on number of patients tested, dates of tests, or confirmatory testing. The customer stated that results 20 - 22 iu/ml had been released out of the laboratory. The customer stated that no results were amended. The customer was not aware of any changes that were made to patient treatment and would not expect a decision to be made on an equivocal result of 22 iu/ml.

Manufacturer narrative:
No specific sample information was provided. No sample issues were noted. No instrument errors or issues were noted. No other chemistries appear to be affected. The customer indicated that rf results and quality control results were elevated upon using reagent lot m012376. The root cause for this event is unknown but appears to be related to the rf reagent lot.